Event description:
It was reported that 2 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 50 ml experienced foreign matter within the fluid path. The following information was provided by the initial reporter: particulates between rubber stopper and the syringe wall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Analysis of the sample showed no abnormalities or damages to the product, no foreign particulate was found. Since the defect was not confirmed the cause of the failure could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that 2 bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 50 ml experienced foreign matter within the fluid path. The following information was provided by the initial reporter: particulates between rubber stopper and the syringe wall.